Event description:
As reported, the 6x15 palmaz blue/aviator stent was released early during advancement. The device was removed easily. The case was completed with a new pb stent of the same size. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The sds was prepped per the IFU without difficulty. The stent was not manipulated during prep. The stent was properly mounted on the system. It was noted that negative pressure was applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The procedure was a stenting of the renal artery. The target lesion was measured to be 4.6mm in diameter. The lesion was not calcified, and the vessel did not have any tortuosity. The lesion was noted to have an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion with the device. The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6 the 6x15 palmaz blue/aviator stent was released early during advancement. The device was removed easily. The case was completed with a new palmaz blue stent of the same size. The lesion was not calcified, and the vessel did not have any tortuosity. The lesion was noted to have an 80% stenosis. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use. The sds (stent delivery system) was prepped per the IFU without difficulty. The stent was not manipulated during prep. The stent was properly mounted on the system. It was noted that negative pressure was applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The procedure was a stenting of the renal artery. The target lesion was measured to be 4.6mm in diameter. The device was not being used to treat a chronic total occlusion (cto). The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion with the device. The catheter was never in an acute bend. The product was returned for analysis. A non-sterile unit of palmaz blue/aviator plus 6x15/142cm peripheral sds was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received not inflated with the stent dislodged toward the proximal section. No other outstanding details were observed. Per microscopic analysis stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. The stent does not present any damages or anomalies. A product history record (phr) review of lot 82230396 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 80%) may have contributed to the event as evidenced by the stent dislodged in a proximal direction during analysis. Negative pressure appears to have been applied to the device during prep. According to the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity. Contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Caution: do not apply negative or positive pressure to the balloon at this time.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.